Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system. The pump, seal cap, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. There was dried saline in the boot and waste bag when received. The boot vent hole was inspected and it was acceptable and went completely through the boot wall, as intended. Functional testing was performed by placing the device in the angiojet console. Functional testing was started but the ¿connect saline supply¿ error was displayed on the console, the boot filled with fluid and the device would not go into the prime cycle. The device was removed from the console and the boot was removed to check the seal cap. The seal cap was torqued down completely. The seal cap was removed by unscrewing it and removing it from the pump. The high-pressure seal and low-pressure seal (silicone ring) were removed. Neither was damaged and were placed back into the pump. The seal cap was replaced and tightened down until tight. Functional testing was performed once again by placing the device into the angiojet console. Functional testing was started but the ¿connect saline error¿ displayed on the console again. There was rust on the proximal end of the catheter so the outer shaft was cut to check the hypotube for any breakage or cracks. The hypotube was microscopically inspected and it was found that the hypotube was broken with corrosion/discoloration of the shaft wall 35.5cm distal of the strain relief. The investigation conclusion is user / use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. It was noticed that the reported batch number was used 4 months after the expiration date. The solent omni dfu includes the following instructions for the expiration date: ¿verify ¿use by¿ date printed on the product label has not expired. Do not use the thrombectomy set if ¿use by¿ date has expired, as sterility or function may be compromised.¿ (B)(4).

Event description:
Reportable based on device analysis completed on may 27th, 2018. It was reported that an error message displayed, the device failed to prime, and fluid filled in the pump. An angiojet® solent¿ omni catheter was selected for thrombectomy procedure in the superior mesenteric artery. During priming, the system stopped and displayed a message stating, ¿the saline was filled.¿ the physician reset the system three times however, the catheter still could not complete the priming and the system displayed "perseverative error. Please replace the device". There was a lot of saline in the pump. There were not any visible defects on the catheter. The procedure was completed with a new catheter. The patient was stable without any complications. However, the device analysis revealed a broken hypotube.